Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 380 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, manual injection was administered and pod was changed out.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Fluid was able to freely flow through the fluid path. No blood was observed on the device or adhesive pad. Inspection of the formed needle found no issues that would cause bleeding. A crack was observed in the top housing. It is unknown how or when this crack occurred. No corrosion or evidence of fluid entering the device through this crack was observed. The crack did not affect the device during operation.